Manufacturer narrative:
An offer was made to the medical facility to have the apc/esu system checked at erbe. However, the hospital at this time has not made a decision to have the equipment returned to erbe for an evaluation. No anomalies were found in the device history records (dhrs) for the apc and esu. Based upon past reports, it appears that the patient's condition was a significant factor in the event. That is upon argon plasma treatment in a thin walled area (i.e. The cecum), the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the incident. To further address the issue, additional in-service work was performed in the medical facility in 2009 and additional training was being planned. No trends have been identified with this incident. Any further information in regards to the event will be provided to the agency in a supplemental report.

Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000) was used in a colonoscopy to control bleeding in the cecum (right colon). The settings for the erbe apc/esu system were apc pulsed, effect 2 at 25 watts, flow rate 0.5 liters/minute. The following day, the patient complained of abdominal pain with a delayed perforation.